Event description:
Patient reported obtaining a blood glucose result of 280 mg/dl, while using the suspect device. Patient indicated that her blood glucose was immediately retested, on her physician's blood glucsoe monitor, with a result of 126 mg/dl. No action was taken based on the value obtained on the suspect device. No patient injury was reported, and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product, and replacement product was shipped.